Manufacturer narrative:
Result of investigation: failure analysis: received avea alarm assembly and installed in known good avea unit. Reported complaint stated that the primary alarm does not work; no audible alarm. Running the avea in operating mode, was not able to reproduce reported complaint.

Manufacturer narrative:
Result of investigation: failure analysis received gde inspected externally, no anomalies were found. Gde was installed on a avea test station and was unable to hear an audible alarm on start up, an alarm was created by disconnecting the test circuit (circuit disconnect) alarm was being displayed but no audible alarm. Was able to duplicate and isolate the reported problem located in the tca assembly. This issue will be internally investigated.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion's failure analysis lab has not received the component for evaluation. Carefusion (cfn) field service engineer changed the alarm board on the device on (B)(6) 2015 but it did not correct the issue. A new gas delivery engine component has been ordered and the device will be re-evaluated. (B)(4).

Event description:
The customer reported no audible alarm volume during start up on the avea ventilator. The issue occurred during pre-use start up. The customer reported there was no patient involvement associated with this event.